Event description:
Company representative reported via healthcare provider a left side deflation and exchange due to concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to concern with the product.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease fold, delamination of plug strap, opening on posterior and yellow particles in the shell. Leak test, visual and microscopic analysis was performed which identified: striated opening on posterior, sharp opening on valve bond edge, crease sharp opening on anterior, calcification in the shell and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -striated opening assessed as surgical damage. -sharp opening on valve bond edge assessed as an unidentified (tear) opening. -opening crease sharp on anterior assessed as fold flaw opening. -delamination partial of plug strap disk shell assessed as a cohesive failure. Additional, changed, and/or corrected data: d9, g1, h3, h6

Event description:
Company representative reported via healthcare provider a left side deflation and exchange due to concern with the product. The device has been explanted.